Manufacturer narrative:
The 3003721894-2016-00048 is associated with argus case (B)(4), poligrip ultra.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received gsk denture adhesive (formulation unknown) (poligrip ultra) (batch number rhha, expiry date 31st october 2018) for denture wearer. On an unknown date, the patient started poligrip ultra. On an unknown date, an unknown time after starting poligrip ultra, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was not reported. It was unknown if the reporter considered the accidental device ingestion to be related to poligrip ultra. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences.